Event description:
Double lumen venous catheter, one lumen port found to be broken. Plastic piece missing and luer k+ bolus drip disconnected.

Event description:
Double lumen venous catheter, one lumen port found to be broken. Plastic piece missing and luer k+ bolus drip disconnected.